Manufacturer narrative:
(B)(4). Similar to device with 510(k) p070016. Summary of investigational findings: based on the above limited information it was not possible to conclude the exact rot cause for the described cerebral infarction and subsequent hemiplagia. Both are however known complications/adverse events for endovascular stent graft treatments. In this case there was no imaging evidence that the stent graft did occlude the cerebral blood supply. Instead it is most likely that manipulation of delivery system or guide wire contributed to this event. There is no evidence to suggest that the device was not manufactured according to specifications or that the device IFU was insufficient. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: on (B)(6) 2015: a (B)(6) patient underwent tevar for acute aortic dissection. The patient was suitable for the repair. Cia was 11mm. The left subclavian artery was preserved with the chimney technique with e-luminexx (manufacturer: (B)(4)). On (B)(6) 2015: cerebral infarction was confirmed. It seemed to be caused by catheter manipulation during tevar on (B)(6) 2015. The physician decided a change of medication(s); t-pa administration, then the state of cerebral infarction was getting better. Patient status changed from incomplete paralysis to hemiplegia, so the patient is still undergoing rehabilitation. Additional information stated by the physician: a change of medication(s) was confirmed to treat hemiplegia, but unresolved still treating. On (B)(6) 2015: post-procedure follow-up contrast CT confirmed type iii entry flow (from hole/tear in graft). On (B)(6) 2015: post-procedure follow-up contrast CT confirmed that the type iii entry flow disappeared. No additional treatment was required. On (B)(6) 2015: 1-month follow-up contrast CT confirmed enlargement of the false lumen. While at the same time, type iii entry flow which was confirmed on (B)(6) 2015 was not observed this time as well. Patient outcome: unresolved still treating.